Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms or rewind anomaly due to unresponsive button. Device had broken battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin pump had wear and tear around battery cap. Customer stated that the insulin pump had no delivery alarm. Customer stated that the rewind was louder. The insulin pump will not be returned for analysis.